Manufacturer narrative:
H2) correction: d1, d10 h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that the surgeon console experienced communication errors. An error code for 'surgeon console joint and motor encoder difference limits' was triggered, which occurs if the redundant control device joints differ a specific value. This puts the system in a non-recoverable error. An error code for 'sui communication loss' was triggered, which occurs if the main system controller software establishes that there is a loss of communication with the surgeon console software. Evaluation of the logs showed a non-recoverable communication error condition on the surgeon console subsequent to calibration activity. There were also repeated occurrences of the same non-recoverable error due to the foot pedal not transitioning to the transport position. An error code indicating an encoder mismatch at joint 6 was identified, which occurs when the primary and secondary encoder readings are not consistent. Evaluation of the surgeon console confirmed the reported condition. The investigation identified that the most likely cause could be traced to communication loss. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic rectopexy after calibration of the surgeon console (sc) concluded, the sc triggered a communication error. Multiple restarts and recalibrations were unsuccessful in resolving the issue, as the communication error occurred. The startup specialist (sus) turned off the console and checked the cable connections, which were confirmed to be in good shape. The sus then reconnected the cable and restarted the sc again, but the issue recurred. The sus requested a full restart of the system, but the surgeon converted the procedure to a laparoscopic surgery to avoid loosing any more time. While shutting down the system, the surgeon console took longer than usual to shut down and the foot pedal did not move into the parking position as it normally would. Additionally, an unusual "shutting down" message showed on a light blue background on the surgeon interactive display. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic rectopexy after calibration of the surgeon console (sc) concluded, the sc triggered a communication error. Multiple restarts and recalibrations were unsuccessful in resolving the issue, as the communication error occurred. The startup specialist (sus) turned off the console and checked the cable connections, which were confirmed to be in good shape. The sus then reconnected the cable and restarted the sc again, but the issue recurred. The sus requested a full restart of the system, but the surgeon converted the procedure to a laparoscopic surgery to avoid loosing any more time. While shutting down the system, the surgeon console took longer than usual to shut down and the foot pedal did not move into the parking position as it normally would. Additionally, an unusual "shutting down" message showed on a light blue background on the surgeon interactive display. There was no patient injury.